Event description:
Same as #2029214-2006-00044. It was rpeorted the mirage guidewire's tip broke off an av fistula embolization procedure with onyx. No complications were reported to have occurred with the pt as a result of this event.